Manufacturer narrative:
Exact patient age is unknown, but the patient was reported to be (B)(6). (B)(4) for the reported event: failure to cut. (B)(4) for the event of handle cannula detached. : although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, the physician first performed endoscopic submucosal dissection (esd) of the target lesion near the gastric outlet, but then opted to revise the procedure to an emr. The physician inserted the snare into the patient, extended the loop, and placed it around a polyp. However, the snare loop was unable to retract or cut the polyp. It was noted that ¿the connecting part between handle and snare wire was detached.¿ the device was then removed from the patient and the procedure was completed with another captivator extra large round snare. It was reported that the lesion was slightly large for an emr procedure, and the user did not attempt to apply cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was confirmed. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, the physician first performed endoscopic submucosal dissection (esd) of the target lesion near the gastric outlet, but then opted to revise the procedure to an emr. The physician inserted the snare into the patient, extended the loop, and placed it around a polyp. However, the snare loop was unable to retract or cut the polyp. It was noted that "the connecting part between handle and snare wire was detached" the device was then removed from the patient and the procedure was completed with another captivator extra large round snare. It was reported that the lesion was slightly large for an emr procedure, and the user did not attempt to apply cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on 01oct2013: it was reported that cautery was not applied; as the issue of the snare being unable to retract happened before they could attempt to apply cautery.